Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported she was hospitalized for a diabetes-related issue. The customer stated that she had high blood glucose levels but that the insulin pump did not give a no delivery alarm. Nothing further was reported.